Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce error 26004. The fse replaced the universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit passed start-up in normal mode but failed the yaw axis advanced brake test on a patient side cart (psc) in-house platform.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced error 26004. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which confirmed an instrument installed on each universal surgical manipulator (usm) when the site called in. The initial reporter did not provide any additional information. There was no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: the customer requested further troubleshooting assistance after the initial call. The customer realized that they would be able to perform the procedure with only 3 usms and was continuing with the procedure by disabling usm 3. The procedure was completed as planned with no reported injury.